Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. No patient harm reported.

Manufacturer narrative:
The defective u1 created the low leak-co2 rebreathing risk (e/c 1203).the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there isa relationship of the device to the reported problem.